Event description:
A pharmacist called on behalf of the customer. She stated the customer performed control test and received results of 248 and 238 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting, so no product will be returned at this time.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read an average of 3 mg/dl high, out of specification. Performance was satisfactory using qa retention reagent.